Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room for 5 days due to high blood glucose on (B)(6) 2021 with an unknown blood glucose level. The customer did not experience the symptoms due to high blood glucose. Customer¿s blood glucose was treated with intravenous insulin pump. Troubleshooting was declined for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer received motor error alarm. Customer stated they were able to clear and rewind the process. The insulin pump will be and reservoir will not be returned for analysis.